Event description:
Oxygen concentrator allegedly emitted a flame from the cannula onto the bed, starting a fire. Fire progressed to the building, injury alleged to a neighbor who jumped from 2nd story window and received medical intervention. User and user's husband both smokers, but deny smoking while around the concentrator.